Manufacturer narrative:
Blocks a2/a3b/a4: the patient's dob or age at time of event, gender, and weight are unknown. This information was not available from the facility. Blocks b6/b7: patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. Blocks e1 & g2: foreign- japan block h3: the angiosculpt device was returned intact to an .014 guidewire. Visual inspection found a kinked shaft, distal to the strain relief, and the inner member at the hub was wrinkled and accordioned. During functional testing, the guidewire was unable to be removed from the angiosculpt. Using an indeflator filled with green color dyed water, the balloon was inflated up to 10 atm and was able to maintain pressure. However, the pressure was increased to approx. 11 atm, and a hub leak was detected. Block h6: based on the device analysis, the balloon rupture could not be confirmed. A probable root cause of the hub leak is due to the damaged inner member within the hub, which likely caused the guidewire to become stuck. A review of the DHR and manufacturing process could not confirm a cause related to design and/or process failure. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
The angiosculpt device was used in a therapeutic peripheral procedure in a severely calcified mid sfa. During inflation at 10 atm (rbp: 14 atm), the balloon ruptured. The procedure was completed with a new angiosculpt device. No patient injury reported. During the return product evaluation, no balloon leak was observed; however, the angiosculpt was intact to an .014 guidewire. Per additional information received, the angiosculpt came out together with the guidewire. This product problem is being submitted due to removal as a system. There is potential for harm if it were to recur.